Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified that the system powered on and completed its power on self-test (post) without any errors. Customer then cycled power again and received 48100 error. Fse instructed the customer to cycle circuit breaker and power system back on. Customer verified 48100 error was still present. Fse verified the customer's reported problem. Fse went on site and powered down the system, replaced vp printed circuit board (pcb) and performed all necessary tests. The system was tested and verified as ready for use. The vp unit involved with this complaint has been returned for evaluation. Failure analysis confirmed the customer reported complaint. The vp was tested on the pca test system. Upon power on, the vp failed with error 48100, the vppd board has failed. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: field service engineer (fse) was able to reproduce the issue during their investigation and consequently replaced a system part. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had a non-recoverable fault. Technical support engineer (tse) reviewed the logs and found a 307 for the video processor (vp). Tse had the customer use the instrument release kit (irk) the instrument that was stuck on tissue. Tse then had the customer check if the vp was powered up and it had a blue led on the front panel. Tse had the customer hard power cycle the vision tower and system came up error free. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.